Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a pulsed field ablation (pfa) procedure to treat an atrial fibrillation a farawave pulsed field ablation catheter was selected for use. The device was inserted and one application was delivered. Then, the physician felt difficulties manipulating the guidewire within the catheter. The catheter was taken out of the patient, the wire was reloaded and the issue persisted. The catheter was then replaced. The procedure was completed successfully. No patient complications were reported. The device is expected to return for laboratory analysis.